Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient followed up post-procedure with recurrent incontinence. However, she had been sick with a heavy cough and had also gained significant weight, which the physician opined may have contributed to the incontinence. A revision was done to the solyx (specifics unknown). The patient was last seen in 2011 and was still experiencing some incontinence. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.